Manufacturer narrative:
Batch review performed on 22 november 2024: lot 2315855: (B)(4) items manufactured and released on 11-oct-2023. Expiration date: 2028-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional revised devices: batch review performed on 22 november 2024: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2414785: (B)(4) items manufactured and released on 10-june-2024. Expiration date: 2029-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot 2339237: (B)(4) items manufactured and released on 08-nov-2023. Expiration date: 2028-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the stem, head and liner. The surgery was completed successfully.